Manufacturer narrative:
The reported event was unconfirmed. Review of the catheter indicated the complaint is unconfirmed, the complaint sample does not exhibit the failure condition alleged by the complaint. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. As the reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that both of temporary pacing electrode the balloon would not inflate. No patient impacts.

Event description:
It was reported that both of temporary pacing electrode the balloon would not inflate. No patient impacts.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.